Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aswlf011 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch - it is alleged that the pt aspirated due to tube feeds going into the gastric port instead of the jejunal port. The jejunal and gastric ports are not the same size, shape and length and are attached in a "v" shape into a single white tube. The ports are both the same dark blue color. They are labeled with the same slightly raised, dark blue font which makes it very difficult to distinguish between the two ports.